Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician reported that a vns pt's lead was changed in 2005, due to a lead fracture. The explanted lead was not returned to the MFR for analysis and the event was not reported to the MFR at the time of occurrence. Good faith attempts to obtain further info remain underway.

Event description:
Further information was received from the reporting physician indicating that there was no trauma or manipulation that could have had contributed to the reported fracture. The lead discontinuity was confirmed during surgery in accordance to the physician. X-rays were taken, but were inconclusive; however the films were not available for manufacturer review. The last known good diagnostics were not known by the physician and the date of the event was unknown as well.